Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported on behalf of a site representative that, while in a spinal fusion procedure, immediately after they took a spin on the imaging system they were inaccurate. The rep stated that the surgeon was on the pedicle but it was showing in the vertebral body. They were using a percutaneous pin and said the frame had not been bumped in any way. They were navigating the tip of the instrument and not a projection. There was no impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.